Event description:
The tubing portion of the device broke in half just before connection to the hub. Per staff and patient, the tubing was not pulled on. Tubing broke apart on its own. Tubing returned to device rep.